Event description:
Patient's spouse reported no complaint against right side. Healthcare professional reported no complaint. Imaging report states, "breast swelling, benign right breast biopsies of an area of progressive architectural distortion with pathology results of stromal fibrosis and foreign body granuloma," 'scattered cysts,' 'there is a 4cm area of low level enhancement in the central to upper outer right breast corresponding to the area of progressive mammographic distortion with two associated biopsy clips which are well centered in the area of concern, concordant with prior biopsy results.' Device has been explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst(s)-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's spouse reported no complaint against right side. Healthcare professional reported no complaint. Imaging report states, "breast swelling, benign right breast biopsies of an area of progressive architectural distortion with pathology results of stromal fibrosis and foreign body granuloma," 'scattered cysts,' 'there is a 4cm area of low level enhancement in the central to upper outer right breast corresponding to the area of progressive mammographic distortion with two associated biopsy clips which are well centered in the area of concern, concordant with prior biopsy results.' Device has been explanted and not replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, cyst.